Event description:
It was reported the customer had a vibrate anomaly. Customer's insulin pump did not vibrate. The insulin pump also failed a selftest. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The insulin pump received with cracked display window, cracked case at display window corners and broken reservoir tube lip.